Event description:
It was reported that the procedure was to treat the left main and left anterior descending (lad) arteries. There was no pre-dilatation performed. A 4.0 x 38 mm xience prime was implanted; however, during deflation the balloon only partially deflated and was caught in the deployed stent. The balloon was inflated and deflated three times and then forcefully pulled causing the distal shaft to separate inside the guiding catheter. The separated portion was removed along with the guiding catheter and guide wires. The patient went into cardiac arrest and was revived by cardiopulmonary resuscitation (CPR). The procedure was completed by post dilating with an nc balloon in the left main and implanting a xience in the lad. There was no other adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The deflation issue and difficulty to remove could not be tested due to the condition of the returned device. Based on visual, dimensional, analysis of the returned device, there is no indication of a product deficiency. Additionally, no conclusive cause of the reported difficulties could be determined based on the cine provided. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the everolimus eluting coronary stent system xience prime instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. It was further reported that deflation was performed under negative pressure for 10 to 15 seconds prior to the attempt to withdraw. The IFU states: deflate the balloon by pulling negative on the inflation device for 30 seconds. The IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.